Event description:
It was reported by service report that there was no power to the bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: siderail cable shorted out bed.